Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the patient experienced ventricular fibrillation. The 80% stenosed target lesion was located in the small, moderately calcified, mildly tortuous proximal to mid circumflex (cx). Prior to treating the cx, a 3.0x12mm promus stent was successfully implanted in the right coronary artery (rca). An unspecified size apex balloon was advanced to predilate the lesion in the cx but it remained 80% stenosed. A 2.25x20mm taxus express2 atom stent delivery system (sds) was advanced but could not cross the target lesion. After approximately 25 minutes and several attempts to cross the patient went into ventricular fibrillation. The sds was removed from inside the patient without deploying the stent. To revive the patient he had to be shocked. The cx was not treated and the patient will not be brought back for additional intervention. No additional complications were reported. The patient has since been discharged from the hospital and is doing "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.